Manufacturer narrative:
(B)(4). Date sent: 1/28/2025 b3: exact date is unk. Assumed first day of the month. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, #(B)(4) during panniculectomy procedure, mid-surgical case, while the surgical team was dissecting abdominal fat off the fascia using a bovie and lap pad, a fire occurred. Per interviews of the team present, while actively using the bovie and lap pad to control bleeding, they saw a spark/'lightning bolt' from the bovie, and then the lap pad starting turning brown and a flame appeared on the lap pad. The lap pad was immediately thrown to the floor, and water from the back table was poured on the lap pad to extinguish the flame. There was no injury to the patient or any team member. The bovie pen was disposed, but the generator is available at the hospital.